Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had water damage and subsequently tested out of specification during manufacturer's analysis. It was determined on analysis that the programmer tested out of specification as it was identified that the stylus was bent and did not work correctly, the stylus was defective. It was also determined at analysis that the upper and lower bullets were broken, and the company logo button was missing. The cord bay left, and right keyboard hinges were broken. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer which was returned due to water damage, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.